Manufacturer narrative:
Qc was within specifications at the time of the event. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The sodium electrode serial number is (B)(6), and the expiration date was not provided. A field service engineer (fse) cleaned the instrument, ran ion-selective electrode (ise) checks, qc, and ran 5 patient samples. The ise check and qc were within specifications. The results for the 5 patients and a 21-cup precision check were within specifications. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas pro ise analytical unit for one patient. The initial result was 150 mmol/l. The repeat result on another cobas pro analyzer was 141 mmol/l. The repeat result was deemed to be correct. The sample was repeated after the technician checked the results and questioned it.